Event description:
Once the anchor was inserted into the hole, when trying to reduce the knot, the knot would not slide. The device was abandoned and drilled out. The surgeon used a competitors device to finish the surgery. There was no pt injury noted.

Manufacturer narrative:
No product is being returned for evaluation.